Manufacturer narrative:
The sample was collected on (B)(4) 2010 in a bd serum tube with a gel separator, centrifuged for twelve (12) minutes, and aliquoted to a separate tube and frozen. Qc was within the established ranges pre and post the event. On (B)(4) 2010, the customer performed system check which passed within instrument specifications. A bci field service engineer (fse) performed high sensitivity (hs) system check which passed within instrument specifications. Fse did not note any hardware issues with the unit. A definitive root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated hybritech psa (hyb-psa) result above the normal reference range for one patient generated by the access 2 immunoassay analyzer. The elevated result was reported out of the laboratory and questioned by the physician. The sample was repeated on the same instrument and the result was within the normal reference range. Patient treatment was not impacted by this event.